Event description:
The user facility reported that the monitor connected to their hexavue custom room racks had no video from output. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that cxps 4k subsystem required a replacement. The technician replaced the cxps 4k subsystem components, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.